Event description:
A customer reported that the pump battery depleted too quickly, causing the pump to shut down. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.